Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer stated that the insulin pump had power error detected alarm and post-reset ram crc alarm. Customer also stated that they getting power loss messages. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. Customer also stated that the notification light did not stopped flashing immediately. The insulin pump will not be returned for analysis.